Event description:
It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the pt experienced hypotension. The index procedure treated the 90% stenosed, 9x15mm target lesion located in the left proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x31mm wallstent. Following post dilation with an unspecified device, the residual stenosis was 0%. On the same day as the procedure, the pt experienced hypotension and was treated with medication. The event was considered resolved without residual effects and the pt was discharged the next day with a stroke value of 0. Per the physician, the event was listed as "possibly related" to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.